Manufacturer narrative:
The date is left blank because it was not necessary to return the device. Device not returned to manufacturer. The issue was resolved by adjusting the clock to the correct time of day. It was not necessary to return the device to resolve the problem. The device provides the user the ability to set the clock's time, and the device's directions for use (dfu) explains how to set the time, but in this case the customer called to ask for assistance in doing so. No conclusion can be drawn.

Event description:
The reporter stated that the clock (time of day) on the device was fast by 15 minutes. There was no report of any adverse patient impact. No pt info was provided by the reporter.